Manufacturer narrative:
There is no patient involvement. The issue was found during testing and is not reportable. The customer declined service. The device was not repaired. The disposition is unknown.

Event description:
It was reported the system does not run. Patient involvement is currently unknown.